Event description:
On (B)(6) 2013, the patient's mother contacted animas and alleged that the time and date on the patient's pump is stuck on (B)(6) 2007. There is no allegation of an adverse event. This complaint is being reported because is was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/13/2013 device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: a review of the black box revealed that the time and date defaulted to factory settings followed by a call service alarm. The pump was exercised for 24 hours with no alarms. The pump was left without power for 24 hours and the battery was removed; the pump was powered on and time and date had maintained. The pump cover was removed and the internal battery was found to be leaking. Unrelated to the complaint, the bolus button was found to be punctured. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.